Event description:
It was reported that customer¿s son experienced repeated minimum fill notifications when loading new cartridges, even though cartridge had been filled with 85 units of insulin and tubing had been filled as instructed. There was no adverse impact to the customer¿s blood glucose level. Customer had previously added insulin to an existing cartridge to resolve issue and, after contacting technical support, successfully reloaded cartridge with sufficient usable insulin and was able to resume insulin delivery on pump.